Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right side implants were removed due to an infection.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event could be confirmed based on the identification of the infection organism. The patient received bilateral tmj implants but developed a chronic infection in the right ear polyp that eventually spread to the tmj, leading to removal of the right fossa and mandibular component despite the implants being stable. A stryker medical expert concluded the infection originated from the ear polyp, not the implant, and a new implant was subsequently designed and manufactured. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.